Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wall adapter became hot and emitted a burning smell. Reportedly, the pump was able to be charged with the wall adapter; however, the burning smell persisted over multiple wall outlets. Blood glucose level was 89 mg/dl. Reportedly, an alternate wall adapter was used to resolve the reported issue.